Manufacturer narrative:
A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device met all specifications at the time of shipment. Based on the results of the legal manufacturer's investigation, the adhesive peeling off of the objective lens was likely caused by deterioration due to mechanical stress from interference with treatment equipment and/or chemical attack from solutions used in the cleaning, disinfection, and sterilization processes. The adhesive peeling off of the objective lens resulted in the dirt inside the light guide lens. A definitive root cause could not be identified. In addition, service found the forceps raiser wire was cut off and damaged due to mechanical/chemical stress being applies by repeated use over time, confirming the customer's reported issue. Service also found that angulation in the down direction was reduced due to stretched angle wires, the adhesive of the bending section cover was chipped, there was corrosion on the electrical connector, and the paint was peeling from the suction cylinder. The objective lens was scratched and the adhesive was peeling from the objective lens. The insertion section was scratched and wrinkled, and the light guide lens was cracked. Per the legal manufacturer, these other device defects have no potential to cause or contribute to death or serious injury if the malfunctions were to recur. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported the forceps elevator wire on the scope was broken. The device was returned to an olympus service center for evaluation. During inspection and testing, dirt was found on the light guide lens and the adhesive on the objective lens was peeling off. This report is being submitted for the malfunctions found during evaluation (dirt on lens and adhesive peeling). There was no harm or user injury reported due to the event. Additional details have been requested regarding the reported event. At this time, no additional information has been provided.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Correction to the initial medwatch. The aware date should be 15-feb-2022 investigation activities have been opened to manage the actions related to this report and any required MDR reporting. Olympus will continue to monitor field performance for this device.